Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the patient stated that she needed to update the g6 application as the version she was using was no longer operational, and when she installed the new version, she was not able to log in anymore." H2 correction.

Event description:
The patient stated that she needed to update the g7 application as the version she was using was no longer operational, and when she installed the new version, she was not able to log in anymore.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced a hyperglycemia after not being able to log into the dexcom cgm application. T he patient stated that she needed to update the g6 application as the version she was using was no longer operational, and when she installed the new version, she was not able to log in anymore. The patient did not remember the last cgm reading that was available, and it is not stated she would have been experiencing a hyperglycemia at this time already. The patient did not take any fingersticks as she had no blood glucose meter and did self-treat. The patient then went to the hospital on the same day, as she experienced vomiting nonstop. At the hospital the patient was diagnosed with diabetic ketoacidosis and when a fingerstick was taken the blood glucose reading was over 700 mg/dl. The patient received treatment with insulin and other ¿multiple¿ unspecified medications. The patient was admitted for a total of 6 days before she was discharged. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.